Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv lead had high impedance and elevated thresholds. It was thought that the lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.